Event description:
It was reported by repair work order that the recliner was leaking fluid from the gas cylinder. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.